Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an e216 error code display, and when it was pulled out and reinserted, the screen went black. The customer put on another scope, and it projected without issue. The issue was found during preparation for use, the intended therapeutic laparoscopic cholecystectomy procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the reported issue was not reproduced. Additional findings include the following: water tightness is lost due to a pinhole on the bending section cover, the adhesive on the bending section cover had a chip, the bending tube has a dent, the bending section cannot be fixed firmly due to damage on the lock engagement lever, the number of broken wires in the bending tube blade exceeds the standard value, and switch 1 was dirty. The following had a scratch: switch 1, video connector case, video connector, light guide connector, light guide cover glass, the grip, right / left plate, right / left lever, angulation lever, control unit, and the up / down plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although the faults were not reproduced, it is likely the e216 error code / the screen becoming black may have been caused by breakage or disconnection of the image sensor due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation for inspection, secinspection of the endoscopic system "before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the white light imaging (wli) and narrow band imaging (nbi) endoscopic images. - confirm that light is output from the endoscope¿s distal end. -adjust the brightness level as appropriate. Confirm the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. -confirm that the wli and nbi endoscopic images do not momentarily disappear or display other irregularities." Olympus will continue to monitor field performance for this device.